Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. This correction supplemental report was submitted with updates to this additional MFR narrative field of report section h11 based on re-evaluation of the product investigation. The updated text is listed below. There were also associated correction updates to report sections h7 and h9 due to inclusion of this device in the advisory population for the issue documented in this report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a signal artifact monitor (sam) alert occurred on this pacemaker system on the right atrial (ra) lead due to a single high out of range (oor) pace impedance measurement and associated oversensing of the minute ventilation (mv) sensor. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor monitoring being automatically switched to the right ventricular (rv) lead. Approximately one (1) month later, another sam alert occurred due to a single high oor pace impedance measurement and associated oversensing of the minute mv sensor on the rv lead. This triggered another lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor being automatically disabled. The boston scientific representative (rep) indicated they were unable to reproduce any impedance changes and appropriate measurements were observed on both leads in both bipolar and unipolar configurations. Boston scientific technical services (ts) indicated that the noise and oversensing observed on both leads since the occurrence of the lls were due to the unipolar sensing configuration. The patient was noted to not have any symptoms and is not pace therapy dependent. Ts recommended to leave the mv sensor programmed off and to program both the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The rep indicated they planned to make these programming changes the following day. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) alert occurred on this pacemaker system on the right atrial (ra) lead due to a single high out of range (oor) pace impedance measurement and associated oversensing of the minute ventilation (mv) sensor. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor monitoring being automatically switched to the right ventricular (rv) lead. Approximately one (1) month later, another sam alert occurred due to a single high oor pace impedance measurement and associated oversensing of the minute mv sensor on the rv lead. This triggered another lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor being automatically disabled. The boston scientific representative (rep) indicated they were unable to reproduce any impedance changes and appropriate measurements were observed on both leads in both bipolar and unipolar configurations. Boston scientific technical services (ts) indicated that the noise and oversensing observed on both leads since the occurrence of the lls were due to the unipolar sensing configuration. The patient was noted to not have any symptoms and is not pace therapy dependent. Ts recommended to leave the mv sensor programmed off and to program both the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The rep indicated they planned to make these programming changes the following day. The products remain in-service. No patient symptoms or adverse patient effects were reported.